Event description:
It was reported that subsequent to the implant of a protegen sling, the pt was "injured and damaged, including vaginal bleeding and discharge, pelvic pain and irritation, tissue erosion and other pain and suffering ultimately leading to the removal of the sling." There is no further info available on this case and the device was not returned for eval.